Event description:
The pt, a non-diabetic, obtained result of both "hi" (> 600 mg/dl) and "lo" (< 10 mg/dl), while using the suspect device. Time delay between results was not provided. No treatment was administered based on the values. Reporter indicated that quality control testing had been performed on the suspect device and the result (for level 1) had fallen outside of the acceptable range; however, the control solution in use had expired. Technical support requested the return of the suspect product and replacement product was shipped.